Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to keep using the pump and to contact support if the issue reappears, which the caller acknowledged.